Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and was experiencing high blood glucose levels. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. The customer stated that the insulin pump was performing rewind when pump alarmed motor error. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with broken off end cap. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to broken off end cap. Motor passed motor test.